Manufacturer narrative:
The insulin pump had a button error alarm and had no button response due to flattened dome switch on escape button. The device had a scratched display window, cracked reservoir tube, and cracked battery tube threads.

Event description:
The customer's son reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 63 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.